Event description:
A customer reported poor aspiration occurred during extrusion mode due to air replacement. The back flush needled was exchanged twice but the problem persisted. The back flush needled was then removed and "few" aspiration was observed. Silicone oil was injected and the procedure was completed with no harm to the pt. The customer felt that the aspiration of the cutter was poor.

Manufacturer narrative:
The customer's complaint history was reviewed for a period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).